Manufacturer narrative:
Additional information was received that the patient was doing well postoperatively. Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 2000008318, model/catalog description: artisan lead 50 cm.

Event description:
A report was received that the patient had inadequate stimulation. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1132 (B)(4). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient had inadequate stimulation. The patient underwent an explant procedure.